Event description:
It was reported that as lvp 10d 4ss 2g-4wspk cv components will not fully thread together and there is leakage. The following information was provided by the initial reporter: material no: 2423-0007 batch no: unknown . It was reported that stop cocks cannot be tightened enough and leak, and other times they are already apart when opening the bag and they will not thread together.

Manufacturer narrative:
The following fields were updated due to additional information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 20086871. D.4. Medical device expiration date: 8/17/2023. H.4. Device manufacture date: 8/17/2020. D.4. Medical device lot #: 20086349. D.4. Medical device expiration date: 8/9/2023. H.4. Device manufacture date: 8/9/2020. H.6. Investigation: eighty-two samples were received for quality investigation. The customer complaint of loose component and disassembly were verified by testing. Samples 1 and 2 were opened samples, and samples 3 through 82 were unopened samples and evaluated for loose components and leakage. All of the unopened samples had at least one component that was slightly loose or loose. Although the luer connections showed signs of being loose the majority of the assemblies showed that they did not leak. However, 6 samples showed signs of leakage from initial testing. Additionally, 5 samples showed air-in-line and bubbles in the tubing at the stopcock locations, which could be caused by a vacuum effect with the fluid flow through the tubing pulling air from openings at the joints or caps. A device history record review for model 2423-0007 lot number 20086349 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2423-0007 lot number 20086871 was performed. There were two quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the issue is a quality control issue at the manufacturing facility in making sure that the components are sufficiently tightened during assembly. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective / damaged with lot #20086349 regarding item #2423-0007. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of tubing defective / damaged with lot #20086871 regarding item #2423-0007.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 10d 4ss 4ss 2g-4wspk cv components will not fully thread together and there is leakage. The following information was provided by the initial reporter: material no: 2423-0007 batch no: unknown. It was reported that stop cocks cannot be tightened enough and leak, and other times they are already apart when opening the bag and they will not thread together.